Event description:
It was reported the patient could not connect with their stimulator. They did not receive a new programmer. The patient was not able to turn the stimulator on. While on the call, the patient was able to connect and turn stimulation on. There were no programs. Stimulation was at 0.0 v, but they could not increase due to upper limit screen. At a later date, the programmer was rebound to the device. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v999804, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).